Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that an infusion of ns was programmed to infuse at 75ml/hr and an infusion of protonix programmed to infuse at 20ml/hr (8mg) both were noted to infuse faster than programmed. The md and the facility's pharmacy were notified and the infusions were discontinued. There was no patient harm.